Event description:
Incident 4 of 4. It was reported when using one bd vacutainer® multiple sample luer adapter the rubber sleeve covering the needle fell off resulting in sample leakage. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received 33 samples for investigation related to lot 4171475. Out of these, ten returned samples underwent functional tests using 30 tubes per needle, and all passed without any issues such as sleeve fall off, side pierced sleeves, poor sleeve recovery, or sleeve leakage. Additionally, ten retained samples from the same lot were tested in the same manner and also passed all tests. For lot 3153005, ten retained samples underwent functional tests and passed without any defects. Similarly, for lot 4095793, ten retained samples were tested and all met the required standards without any defects. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 3153005, 4095793 and 4171475, for the indicated failure mode: sleeve fall off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Incident 4 of 4. It was reported when using one bd vacutainer® multiple sample luer adapter the rubber sleeve covering the needle fell off resulting in sample leakage. There were no health consequences or impacts report.